Event description:
Malfunction of the product.

Manufacturer narrative:
St. Jude medical is in the process of investigating this event. A follow-up medwatch report will be submitted upon completion of our investigation.